Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump within the last 24 hours, and the pump, which was within warranty, was replaced. Technical support provided instructions for the pump's return and ensured the customer received a replacement unit. The customer did not disclose information about any backup therapy for insulin delivery.